Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue and replaced the power manager board. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During the laboratory evaluation, the product surveillance technician (pst) could not duplicate the reported issue. No anomalies were observed upon visual examination of the device under test (dut). The pst measured resistors r186, r159 and r122 for open circuits and no problem found. The pst opened the power maintenance page within service screen to observe change status. He measured u11 (charger integrated circuits [t/c]) outputs pin 6 and 7 to verify that the charger was in float mode. The outputs were both logic high (typical). The pst allowed charging system to charge batteries for 14 hours. After the 14 hour charge cycle, all indications were typical of a properly charged system and the status led was green. Total nominal available capacity (tnac) was 18.0 amp hours (ah). Alternating current (a/c) power was restored and the dut was allowed to completely recharge the lab-usc only (luo) batteries. During the recharge, the status led was observed to change from red to amber and finally to green upon completion, as designed. The charger returned to float mode upon completion of charge, as designed. Tnac was 18.0 ah (typical). Ran automated test equipment (ate) test of dut, unit passed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power light emitting diode (led) was red while the system was running. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.